Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. The patient has experienced chronic abdominal pain requiring two laparotomies and that the patient requires additional follow-up surgery. No further information was provided.

Manufacturer narrative:
The patient experienced severe pain from the day of insertion of the sling. The patient had a post op hematoma which required draining. The patient underwent a further laparotomy for pain and a portion of the sling was removed. The patient was then referred to another physician who essentially took the remaining mesh out via an abdominal incision to see if this would ease her pain. It was reported that standard and other methods of managing her pain had been unsuccessful. (B)(4).